Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the entrapment of device (clip becoming caught in anatomy) appears to be related to user technique/procedural condition associated with how the device was positioned to check the clip was free before attempting to remove it. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip caught in chordae it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, rotated heart, and prominent chordae. A mitraclip ntw was implanted without issues. A mitraclip nt was advanced to the mitral valve, and a satisfactory grasp was successfully achieved, but the mr had only reduced to grade 3 and was not satisfactory. A decision was made to remove the clip and exchange it for a larger clip to achieve a greater mr reduction. The grippers were raised, the clip was opened to 120 degrees and pushed into the ventricle. It was pushed ventricular to check if the clip was free before attempting to invert and remove it. It was immediately apparent that the clip became stuck in chordae. The clip was opened and steered in the ventricle in an attempt to free the clip from the chords. Minimal maneuvering was performed due to the proximity of the first clip. Due to the first implanted clip, there was not much space adjacent to the first clip, and the mitraclip nt was not able to be freed from the chordae. Trouble shooting was performed but was not successful, and a decision to implant in place was made. A good grasp on the leaflets was achieved, and the clip was deployed lateral to the first implanted clip. The clip was deployed on both leaflets. The procedure was successfully completed with two clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.